Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Concomitant medical products: other relevant device(s) are: product ID: bi30000111, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the pleaora device was replaced. After replaced it was verified that the system was functioning as intended. The iport was returned to the manufacture for evaluation. After functional testing, performance test and visual/physical examination the reported issue was not confirmed. The pleora was installed into a known functional system for several days. The system booted and readied as expected. Multiple 2d and 3d images were successful, as was store feature while under test. No problem found. The computer was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because the part was returned unused. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while on site troubleshooting another issue the manufacturer representative found the imaging system flickering between 2d and standalone mode. No patient was present at the time of the event.